Manufacturer narrative:
The actual device has yet to be received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the first sheath used was successfully placed in the patient. The second sheath that included the anchor-collagen system, had to be inserted in the first one by pulling to release the anchor was in a separate sterile packaging. When the package was opened, the anchor-collagen system was already deployed outside the sheath so they did not use it. Additional information was received on 2/14/18. The procedure being completed was a coronary angioplasty. The procedure was completed successful. There was no impact to the patient. The reported device was not used on the patient. Hemostasis was achieved by the second angioseal device. There was no blood loss reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angioseal sts plus device was returned for evaluation. The arteriotomy locator, polyfoil pouch, and hemostatic sheath were returned along with the angioseal device. The returned components were subjected to visual analysis. The angioseal sts plus device was still in the sealed polyfoil pouch, which is inconsistent with the initial report. There was a slight bend in the arteriotomy locator at the blood inlet hole. No anomalies were noted with the hemostatic sheath. The polyfoil pouch was opened by pulling the polyfoil pouch open from the arrow indicators on a flat surface. Upon opening the polyfoil pouch, the bypass tube was found present at the distal tip of the carrier tube assembly covering the anchor. Based on the returned sample the complaint could not be confirmed. There is no evidence that this event was related to a device defect or malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.